Event description:
It was reported that the length of the inner cannula exceeded the length of the trach leaving a sharp edge to come in contact with the patients trachea. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. One picture was attached. During the analysis conducted, it could be observed the back side of the packaging product; however, there is not evidence regarding to the failure mode reported. Both cannulas received were inserted into tracheostomy tube and it was observed that cannula overpass the length tube; thus, the failure mode reported is confirmed. Based on information provided by supplier the most probable root cause it that current low capability in the tooling for injection mold tools for sizes 8mm and 7mm twic (thin wall inner cannula). Actions were taken to mitigate the reported issue: supplier started a project to replace the existing 2 cavity. No problems or issues were identified during this device history record review.